Event description:
It was reported that during a pre-MRI check, the clinical team was unable to program the device into MRI mode. Despite this, the MRI scan was performed without the device being programmed into MRI mode. The device went into backup mode and found that the data was corrupted. The device was successfully restored to normal function. There were no adverse events to the patient.